Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of dermatitis atopic ("atopic dermatitis") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced dermatitis atopic (seriousness criteria medically significant and clinically significant/intervention required), arthropathy ("big problems in the joints so as to be almost immobilized"), weight increased ("excessive weight gain (about 20 kgs)") and tooth loss ("loss of two teeth"). The patient was treated with surgery (removal of essure). Essure was withdrawn. At the time of the report, the dermatitis atopic, arthropathy and weight increased was resolving and the tooth loss outcome was unknown. The reporter provided no causality assessment for dermatitis atopic, arthropathy, weight increased and tooth loss with essure. The reporter commented: the patient went to the gynecologist who decided carrying out an operation to surgically remove essure. This happened 10 days prior to report. The woman feels better already. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on(B)(6) 2017 for the following meddra preferred term: dermatitis atopic - analysis in the global safety database 1 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the non-health professional is not possible. Most recent follow-up information incorporated above includes: on 22-may-2017: quality-safety evaluation of ptc. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of dermatitis atopic ("atopic dermatitis") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced dermatitis atopic (seriousness criteria medically significant and clinically significant/intervention required), arthropathy ("big problems in the joints so as to be almost immobilized"), weight increased ("excessive weight gain (about 20 kgs)") and tooth loss ("loss of two teeth"). The patient was treated with surgery (removal of essure). Essure was withdrawn. At the time of the report, the dermatitis atopic, arthropathy and weight increased was resolving and the tooth loss outcome was unknown. The reporter provided no causality assessment for dermatitis atopic, arthropathy, weight increased and tooth loss with essure. The reporter commented: the patient went to the gynecologist who decided carrying out an operation to surgically remove essure. This happened 10 days prior to report. The woman feels better already.firthe company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) and experienced atopic dermatitis. Consumer had the coils removed and she is recovering. Atopic dermatitis is an anticipated event according to reference safety information for essure. Persons with hypersensitivity to nickel, titanium or any of the components of the essure system may suffer an allergic reaction to the micro-insert. This includes patients with a history of metal allergies. In addition, some patients may develop an allergy to nickel or other components of the micro-insert following placement within the fallopian tube. Typical allergic symptoms reported for this device include hives, urticaria, rash, angioedema, facial edema and pruritus. Considering the temporal relationship and the nature of event, a causal relationship between them cannot be excluded. This case was regarded as incident as a surgical procedure was required. In addition, non-serious events were reported. Further information and product technical analysis are expected.